Event description:
I was on the 2nd of 3 sessions on the venus bliss laser lipo (lipolysis) at ()b()6 but this time with a different technician and suffered a terrible burn. Its FDA cleared and advertised on their site as "the treatment is safe, and comfortable, and requires no recovery time. Venus bliss max/ems (electrical muscle stimulation) can help you achieve a more toned and youthful appearance without surgery or downtime."